Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3779,1 lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a persistent "antenna too hot" screen on the ins recharger (insr). The rep stated the antenna becomes very hot to the touch and the patient recorded a skin surface temperature of 109 degrees after one session. A replacement antenna was sent. No further complications were reported/expected.